Event description:
The clinician reports that the day the implant was placed in fdi 44 of the patient's mouth, failure occurred upon insertion. Details of surgery: implant surface not completely covered with bone. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.